Event description:
The reporter stated the technical opened an aq5010v silicone three piece lens on the back table and noted one lens haptic was bent. The reporter stated the lens was not used or loaded and there was no pt contact. The reporter stated the lens was received that way and was defective.

Manufacturer narrative:
Eval results - (other) visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions - based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined.